Event description:
The reporter called and alleged discrepant results for two patients when compared to a lab. The device results were reported as 1.7 and 8.0 (repeat test was 6.5) inr. The lab results reported were 1.2 and 6.0 inr. No other information was provided. The device was replaced and requested to be returned for evaluation.